Event description:
On 03/31/2000, the inernational distributor informed the MFR's international representative of the following: once implanted, the device had leakage in the back side. They could see it when they purged the device. As a result, they explanted it before use. No further details were provided.